Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was unsubstantial evidence to support the following reported events: type ia endoleak and stent migration. An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and an inadequate response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The ruptured graft and subsequently expired patient complaints are confirmed. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status reported is expired in the emergency room on (B)(6) 2018. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent on (B)(6) 2015. A type ia and graft movement were then detected on an unknown date for the patient, whom appeared in (B)(6) 2018 with a ruptured graft and subsequently passed. Endologix became aware of the reported adverse event, product problem and death on (B)(6) 2018.